Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient experienced pain at her scs ipg site. Surgical intervention took place on (B)(6) 2015 at which time the patient's ipg was relocated. The patient's issue reportedly resolved postoperative.